Event description:
Customer reports a discordant hba1c value. No injury to pt was reported.

Manufacturer narrative:
Customer reported that operator error was suspected as they have not see prior issues with instrument. Qa results were reported to have recently been fine although unavailable to verify at time of complaint. MFR requested customer repeat qc to verify.